Event description:
It was reported that when using the bd pyxis¿ es server, the ehr cabinet tablet counts were inaccurate. The customer reported discrepancies in counts. The ehr vendor was engaged to address the issue, and clearing of the affected tables was planned, after which pocket loads were to be sent. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet count tables were found to be full of inaccuracies. A technical support specialist (tss) performed ka (medes: resend pocket messages (load, unload, count, etc). Logged into the server. After the ehr vendor unloaded all medications, load messages were resent for all loaded storage spaces to each station. A 30 second pause was applied between each batch of five stations to avoid overloading the system. The customer reported that station 2_east_b did not fully load medications, with some items missing in the reports. Load messages were resent specifically for 2_east_b. The customer verified and confirmed that all medications for 2_east_b and all 10 stations were now loading correctly. The customer advised closing the case. The system functioned as intended after the technical support specialist troubleshot the device.